Event description:
It was reported that this patient had a jump in impedance >500 ohms along with an alleged tip conductor fracture of the right ventricle (rv) lead. Subsequently, the patient underwent a revision procedure and this was replaced with a new lead. No adverse patient effects were reported. Additional information: the product has been returned and analysis completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed at 390mm from the tip and only the distal tip segment was returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspection of the lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had a jump in impedance >500 ohms along with an alleged tip conductor fracture of the right ventricle (rv) lead. Subsequently, the patient underwent a revision procedure and this was replaced with a new lead. No adverse patient effects were reported.